Event description:
Reportedly, the balloon ruptured after it inflated eccentrically. No patient complications.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The catheter was found to have the balloon completely torn away from the distal edge of the proximal bond. Latex has inverted and pulled over the distal balloon bond and catheter tip. Balloon latex did not appear to have thin or baggy.